Event description:
(B)(6) 2014, tosoh bioscience was notified that an incorrect beta hcg result had been reported and questioned by the physician. The specimen had been initially tested as a 1:10 dilution (see specimen #1 results below). Approximately 1.5 hours before specimen #1 was tested the qc results had all been within acceptable ranges. Two other specimens had been tested and dilution results did not correlate (results were not reported) so a tosoh bioscience field service engineer (fse) was dispatched for service. The fse checked the analyzer but was unable to duplicate the problem. Further discussion with the account indicated that the tosoh recommendations for analyzer preventive maintenance to be completed by the analyzer operator(s) were not being followed. Root cause: unable to determine, probable operator error.